Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was fount to be out of specification in relation to the reported air in line alarms which were not reproduced but were confirmed through review of the event history log. Evaluation found the ultrasonic sensor readings to be out of specification. The upstream sensor was recalibrated to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.